Event description:
It was reported by the patient that his recently implanted pacing lead "malfunctioned" and had to be repositioned. Upon follow-up, it was also reported that the lead dislodged while the patient was playing golf and that the lead was successfully repositioned and the patient given "better discharge instructions." The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.